Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose level was 214 mg/dl and the sensor glucose level was 54 mg/dl at the time of the incident. The customer's parent reports the customer having lots of problems with the cgm system. The customer has frequent inaccurate readings. The customer completed troubleshooting and was advised to turn off the sensor feature for a little while and reconnect. The sensor will not be returned for analysis.